Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient had a revision scheduled. Patient was wondering what to do with her external equipment once the implantable neurostimulator (ins) is replaced. The patient is schedule to have her ins surgically replaced tomorrow with a non-rechargeable unit. The patient further states that is being done because she's had to charge every day for one hour and 40 minutes. The patient states this has been the case since the device was implanted and says this is because she uses extremely high settings. The patient says her health care provider told her that she should only have to charge once per week and the health care provider believes she is having to charge too frequently. The date of revision was scheduled for (B)(6) 2017. No symptoms reported. No further complications were reported or anticipated with this event.